Event description:
The customer reported that the unit will not give a display.

Manufacturer narrative:
(B)(4). The investigation reported that the field svc engineer (fse) troubleshot the system, and found that the combo board was bad. He replaced the combo board and loaded the applications software, which solved the problem.